Event description:
It was reported that during a lead extraction due to high impedance, a cook extraction product could not be advanced thru the svc beyond the point where it appeared that the lead and dialysis catheter were joined tog ether. The patient became unstable so the extraction was aborted. The surgeon opened the chest and discovered a tear in the svc. The patient expired shortly after that.

Manufacturer narrative:
No medwatch form was received.